Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of the usb charging cable was bent and cable could not charge pump battery. Reportedly, customer changed the cable to resolve the issue. There was no reported impact to customer's blood glucose.